Event description:
Initial report received of pt "suffered partial paralysis due to surgery". Follow up with hcp of record revealed pt had transfered to present provider for care post implant of the drug infusion system. Pump was implanted by prior care provider. Hcp verified that at time of implant pt experienced a surgical complication resulting in paralysis. Pt has permanent disability uses a cane, walks with a limp and has to have other adaptive devices for daily activities. Pt is getting effective therapy with the implanted pump.